Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11 one ampere¿ rf ablation generator was received for evaluation. The returned generator was powered up, and the unit completed the post (power on self test) successfully and the screen display came up normally. All connector ports were tested for functionality, numerous catheter codes were manually applied, various impedance and temperature values were also applied for investigation upon which all values were accurately tracked on the generator¿s display screen. Rf energy output was measured during ablation testing and no anomalies were identified throughout investigation. Review of the attached system log files shows multiple ¿ablation control rfboard power on self test failed¿ errors on the reported event date. These errors could have contributed to the reported symptom, which are consistent with an intermittent rf/mn board assembly. Based on the information provided to abbott and the investigation performed, the reported was isolated to an intermittent rf/mn board assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model h700489) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a cavo-tricuspid isthmus ablation for right atrial flutter procedure, an impedance issue occurred with the ampere generator resulting in a clinically significant delay. In voxel mode, an impedance field error displayed which was preventing geometry collection. Due to the ampere generator 'impedance out of range' error, the tactiflex catheter, tactiflex rf cable, and tactisys were replaced with no resolution. The ampere was disconnected and power cycled as well. After replacing the ampere generator, the issue was resolved. The procedure was completed without further issues; however, the patient was anaesthetized for a clinically significant longer period than normal and was considered an adverse consequence by the physician.